Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient hadlack of efficacy and the failed implant was a therapy issue.

Event description:
It was reported that the implant was removed because the "implant failed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.